Event description:
The user facility reported that during a patient procedure their hexavue custom room rack sd2 caused their surgical monitor to flicker which resulted in a procedure delay. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in process. A follow-up report will be submitted once additional information becomes available.

Manufacturer narrative:
To resolve the issue, the sd2 card of the unit was replaced. The unit was tested, confirmed to be operating according to specification, and returned to service. The sd2 card subject of the reported event was returned to steris for evaluation. Following the evaluation, no issues were found with the function or operation of the sd2 card. The reported event was unable to be duplicated, and the cause of the event could not be determined. No additional issues have been reported.